Event description:
A report was received that the patient had an infection at the pocket site. The patient was admitted in a hospital and was given antibiotics. The physician believes the infection was procedure related. The patient underwent an explant procedure and was still on antibiotic treatment.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was admitted in a hospital and was given antibiotics. The physician believes the infection was procedure related. The patient underwent an explant procedure and was still on antibiotic treatment.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
Additional information was received that the patient still had infection and the second implant will be explanted.

Manufacturer narrative:
Additional information was received that the patient still had infection and was transferred to another hospital.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was admitted in a hospital and was given antibiotics. The physician believes the infection was procedure related. The patient underwent an explant procedure and was still on antibiotic treatment.

Event description:
A report was received that the patient had an infection at the pocket site. The patient was admitted in a hospital and was given antibiotics. The physician believes the infection was procedure related. The patient underwent an explant procedure and was still on antibiotic treatment.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg); model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.